Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the oxygen gas module was pointed out as defective and was replaced to solve the issue. The air and o2 gas module regulates the inspiratory gas flow and gas mixture. Unfortunately the device¿s logs and defective part were not available for further analysis. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue. Moreover, o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).